Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure and completing aspiration testing of the device. Test results showed that this device did not perform as designed per the test procedure. Inspection of the remainder of the device, revealed no damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The investigator dissected the catheter which showed that the aspiration lumen was occluded with a heavy clot burden which contributed to the aspiration issues.

Event description:
It was reported that the device stopped aspirating. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. The jetstream stopped aspiration during the procedure. The catheter did not sound normal. The device was removed and another 2.1mm jetstream xc catheter was selected. This device stopped aspirating as well. The device was removed and it was noticed the device started running outside the patient. A different device and model was used to complete the procedure. The patient experienced no harm.